Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported inadequate stimulation. A lead revision was performed. The patient is confirmed to be receiving adequate therapy following the procedure.

Manufacturer narrative:
Additional information: section d4 - expiration date, unique identifier (UDI) #, section g3 - date received by manufacturer, section g6 - type of report, section h4 - device manufacture date, section h6 - evaluation codes, section h10 - manufacturer narrative. The lead was discarded, making it unavailable for analysis. Without the return of the device, it is not possible to reach a definitive root cause for the reported inadequate stimulation. The evoke scs system surgical guide lists potential risks associated with surgery and spinal cord stimulation including, "undesirable changes in stimulation sensation and/or location" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks.